Manufacturer narrative:
On 01/14/2019, mentor became aware that this information was mistakenly omitted from the follow up 1 report dated 12/27/2018: device available for evaluation? Y is device returned to manufacturer? Check date device returned to manufacturer: 11/30/2018. Device evaluation summary: it was reported that a 51 year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 175cc and experienced bilateral deflation on breast implants. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 175cc saline implants, catalog # 3501620, lot # 7522316 (l & r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-07053 for contralateral prosthesis. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent on the posterior view measuring 3.1 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 175cc and experienced bilateral deflation on breast implants. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 175cc saline implants, catalog # 3501620, lot # 7522316 (l & r) on (B)(6) 2018. This is for the a side implant, see manufacturer report number 1645337-2018-07053 for contralateral prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).